Event description:
It was reported that the right ventricular (rv) lead had possible t-wave oversensing (twos) noted on stored electrograms (egm) during non-sustained ventricular tachycardia episodes which may have resulted in inappropriate detection of non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419688 lead, 5076-52 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.